Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the health care facility for follow-up, externalized conductors were observed. The lead was capped and replaced. Patient was well post-procedure.